Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege:personal and economic injuries as a result of the implantation with the asr hip implant: severe pain and discomfort, which negatively affected her ability to walk, move and sleep; elevated metal levels in the blood; chronic synovitis, then recurring infections necessitating the use of an antibiotic spacer before reimplantation of her hip; development of pulmonary emboli; and lost time from work.